Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes. Additionally, the smartpass feature was noted to have disabled several times due to low signal amplitude measurements. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with patient isometrics and pocket manipulations. Noise was also observed when the patient was at rest. An electrode fracture was suspected, however, was not confirmed. The device was programmed off to prevent delivery of inappropriate shock therapy, and a revision procedure was planned. Surgical intervention was undertaken six days later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.